Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a gradual increase in pacing impedance and is now high. The lead also has chronically high thresholds and the r-wave trend shows a decrease in sensing. The lead remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.